Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. Customer confirmed daughter printed circuit board cover was not seated correctly. Philips customer support advised customer to reseat the daughter cards and reinstall the daughter cover. Caller reseated the daughter printed circuit boards and cover. Caller reports that the issue is resolved and now the unit starts up.

Event description:
Caller reports that the unit would not power on. No patient harm reported.event date not specified; estimate used